Event description:
Reportedly during a the procedure, the needle tip broke off in the patient while the surgeon was suturing. X-rays were taken and the tip was not located or retrieved. Used another suture to complete procedure. No injury reported. No additional information was available.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information available for the description of the event is insufficient to support a conclusion that an adverse event did not occur,the complaint will be reported to the FDA as an adverse event.